Event description:
It was reported that at the implant procedure the physician had difficulty with the stylet of the left ventricular (lv) lead and was unable to capture and had high thresholds. A new lead was implanted with high thresholds. The second lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).